Event description:
Discordant troponin (rti) and ck-mb (rck) results were obtained on a pt sample. The sample was repeated in duplicate and two positive troponin (rti) and ck-mb (rck) results were obtained. The positive troponin (rti) and ck-mb (rck) result was reported. Pt treatment was not altered or prescribed. There was no report of adverse health consequence as a result of the discordant troponin (rti) result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin (rti) and ck-mb (rck) results were due to the sample level sense error. The cause of the sample level sense error is unknown. The instrument is performing within specs. No further eval of the device is required.